Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode as it triggered errors 23008 and 1173 on degree of freedom (dof) 9. The unit failed on a patient side cart (psc) fixture test platform (pftp) as it failed the carriage lissajous, carriage current, carriage strength test, carriage sensors check, and sine cycle tests on dof 9. The unit was tested on a pftp and passed direction tests, chipencoder virtual absolute (cva) characterization, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, and carriage switches test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, error 23008 was observed on universal surgical manipulator (usm) 4. Technical support engineer (tse) checked system logs and confirmed the error. The site rebooted and exercised the usm without success. Tse recommended the site disable usm 4 and use the system with only three usms. Universal surgical manipulator (usm4) was disabled to proceed with surgery. The procedure was completed with no reported injury.